Event description:
The hospital reported that towards the end of the saphenous vein harvesting procedure, the c-ring on the vasoview 6 broke off in the leg. The surgeon was able to remove it without having to make any additional incisions. A replacement device was used to complete the procedure. No other pt complications were reported.